Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level ranged between 44 mg/dl and 210 mg/dl; however, the cause of the low bg was due to the customer being on a medication that lowers bg level. Customer addressed bg level by drinking juice and eating glucose tablets. Reportedly, the customer had insulin pens as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.